Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump loses about 10 minutes of time every two weeks. Customer corrects pump time to maintain accuracy. Customer declined technical support or follow up from tandem as pump is out of warranty and customer is in the process of obtaining a new pump. There was no reported adverse impact.